Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, the patient did not like the rings of the iol. The lens was exchanged in a secondary procedure. Additional information was received indicating that posterior capsular opacification was observed and a capsulotomy was performed. Additional information was requested. There are two medical device reports associated with the left eye. This report if for the initial lens implanted. MFR report # 1119421-2017-01153 was previously filed for the second lens implanted.